Event description:
The customer reported that the system displayed precharge voltage and battery disconnect error messages which would prevent the system from booting up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.